Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call on that they received a critical pump error. The customers blood glucose was unknown at the time. The customer noted they saw a ¿critical pump error¿ with a red x after dropping the insulin pump. No troubleshooting was performed. Customer was advised to place the insulin pump into storage mode, remove the battery, and press and hold the back button until the screen turns off. The customer will be receiving a replacement insulin pump and is using a backup plan per healthcare provider¿s instructions. Customer was advised to return the broken pump for analysis.